Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose level and diabetic ketoacidosis. Date of hospitalization was unknown. Customer was treated with intravenous insulin drip. Customer's nurse stated after inserting new battery unable to start auto mode. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.